Event description:
The facility sent an infusion pump to baxter for service where it underinfused during service testing. The facility's rep stated that no pt injury was reported on this pump since the last baxter service event.